Event description:
It was reported to medtronic neurosurgery that after a number of days of use, staff noticed that csf started to leak from the base of the drip chamber above the drip chamber stopcock. It was also reported that the patient's current status is stable.

Manufacturer narrative:
The returned unit was patent. It did not meet requirements for the leakage test. The drip chamber stopcock was observed to be disconnected from the drip chamber. Adhesive was observed on the exterior and in the interior of the stopcock to drip chamber connection. The distal luer arm of the drip chamber stopcock was observed to be cracked. Additionally, the drainage bag connection screw was sticky and difficult to operate. Disinfectant was observed inside of the connection screw. It is unknown how or when the damage occurred. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.